Event description:
It was reported that bd maxguard pressure rated t-connector extension set was disconnecting the following information was received by the initial reporter with the following reporter it was reported by customer that they are having multiple issues with them becoming disconnected: bd maxguard pressure rated t-connector extension set, ref mxt1003.

Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.